Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-02575. It was reported the patient began to receive insufficient stimulation after experiencing a fall. Imaging revealed the patient's right, peripheral lead is fractured. In turn, the patient may undergo surgical intervention. Both of the patient's peripheral leads are being reported because it's unknown which lead is fractured.